Event description:
The surgeon reported leak in lap band port. The surgeon noted that the lap-band system was not maintaining the fluid level. The problem has persisted for 4 months. The decision was made to perform an access port revision. On removal, the surgeon noted what appeared to be a leak from underneath the port. This was seen when the tubing was clamped and the port injected. A new access port was implanted. No details provided about the replacement device. The original device will be returned.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model #, serial # and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."